Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported stretched coils, core break and separation were confirmed. Additionally, teflon coating damage was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during the procedure manipulation of the guide wire caused the tip to become damaged against the anatomy and/or other devices used resulting in the tip solder and coil to detach from the core. During retraction the detached coils stretched and unraveled. The noted teflon coating damage likely occurred during retraction through the torque and/or other device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1: adverse event did not occur. H6: device code 1528 removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified lesion in the proximal left anterior descending (lad) artery. Two guide wires were used and a stent implanted. During removal of the ht versaturn guide wire, resistance was noted and the tip coils were noted to be stretched and detached from the core. The guide wire was removed from the anatomy in one piece. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.